Manufacturer narrative:
Since a lot number was not provided, a review of the batch record could not be performed. According to the customer, no sample was available to return for evaluation. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. Without a device to evaluate, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
PICC line inadvertently snapped with attempted re-wiring of line with retained PICC fragment of ~ 15 cm. Impact of incident: confirmed with reporter that the fragment was successfully removed later on the same day. There is the potential for unnecessary invasive procedures to remove retained PICC fragments.

Manufacturer narrative:
Sample is not available for return. A follow-up report will be provided once the complaint has been investigated.

Event description:
PICC line inadvertently snapped with attempted re-wiring of line with retained PICC fragment of 15 cm. Impact of incident: confirmed with reporter that the fragment was successfully removed later on the same day. There is the potential for unnecessary invasive procedures to remove retained PICC fragments.